Event description:
Customer reported an issue with the incorrect time setting on their device. Blood glucose levels remained within the normal range, showing no adverse impact. Technical support assisted the customer in updating the pump time and advised them to monitor for recurring discrepancies, which the customer understood and acknowledged.